Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 9204740, cat. No. 320136. A clog test as per tp700483 was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample or photos therefore no root cause can be identified.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was unable to deliver the drug properly. This was discovered before use. The following information was provided by the initial reporter: drug didn't come out properly.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was unable to deliver the drug properly. This was discovered before use. The following information was provided by the initial reporter: drug didn't come out properly.